Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
During the normothermia phase of the ivtm therapy, the thermogard console (s/n (B)(4))displayed tcmid:08 (coolant temp low) error message. The customer restarted the console to clear the error and resumed the treatment. However, after about 2 hours, the tcmid:08 error happened again. The customer used another thermogard console to continue and complete the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's reported complaint that "the thermogard console s/n (B)(6) displayed tcmid:08 (coolant temp low) error message" was confirmed based on the review of the system's event log but was not confirmed during functional testing. The root cause of the reported complaint was determined to be the defective cooling engine heater, likely attributed to the aging of the device. The thermogard console was manufactured in november 2013 and is over 8 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. The system's event log was reviewed and showed a couple of tcmid:08 (coolant temp low) error messages on the customer's reported event date, confirming the reported complaint. The thermogard system failed the functional testing and displayed a tcmid:06 (ce post failure) error message during the power-on-self-test (post), unrelated to the reported complaint. To troubleshoot for the root cause of the noted error message, the zoll service technician exchanged the I/o circuit board, the pic-16 circuit board, and the danfoss controller, respectively, using known good service parts. Also, the console's thermostat was reset. However, the tcmid:06 error persisted. During further troubleshooting, the cooling engine heater resistance values were measured out of the specification, indicating a failed component. It was concluded that the root cause of both the tcmid:06 and the reported tcmid:08 errors was due to the defective heater, which will need to be replaced to remedy the faults. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).